Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges viral fungus in the lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Updated gfe response from the patient states that "it has been determined that the inflammation is not cancer, is not bacterial and is not fungal. Doctors have no idea of the cause of the inflammation in my lung and many joints in my body." The patient states that "when I saw particles it was in the water itself, and I changed it. I do not recall seeing particles at other locations." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges viral fungus in the lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.